Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged clamp rubber. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was serviced on-site. This is an ancillary service event opened during investigation of another condition. The cause could not be determined. However, to correct the condition, the clamp rubber was replaced. The device then passed all tests and was returned in good working condition.